Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08600 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis. Customer was currently in intensive care unit. Blood glucose at the time of event was not known. Whether customer use auto mode feature at the time event or not was unknown. Customer stated that injection site got infected and caused diabetic ketoacidosis. The insulin pump will not be returned for analysis.